Event description:
It was reported that a product labeled on the external box as a woven 26-mm diameter vascular prosthesis contained a woven 12-mm diameter graft. The label of the internal blister correspond to the 12-mm diameter graft found in the package. The product was not used and another similar graft was used for the procedure.

Manufacturer narrative:
The product identified on the external box as a woven graft igw0026-15, serial number (B)(4), lot 11a20 was returned to the manufacturer on september 12, 2011. The inspection of the returned product was performed and it was confirmed that: the internal blister was labeled as a woven graft igw0012-15, serial number (B)(4), lot 10l25. The product itself was a woven graft igw0012-15. A review of the device history records, including packaging and shipping records was performed and no anomaly was found. The product igw0026-15, sn (B)(4), lot 11a20 was packaged in january 2011 and shipped to the distributor (B)(4) on (B)(4) 2011. The product igw0012-15, sn (B)(4), lot 10l25 was packaged in november 2010 and shipped to the same distributor on (B)(4) 2010. The product igw0012-15 was shipped from the manufacturer facilities nearly one month before the serial number (B)(4) was allocated to the product igw0026-15. It is therefore impossible that the inversion between internal blisters and external boxes occurred at intervascular facilities. The investigation indicated that it is therefore highly probable that the inversion between internal blisters and external boxes of both products occurred after their shipment from the manufacturer to the distributor, either at the distributor warehouse or at the end customer level. As a result of the product inversion, intervascular instituted a voluntary product recall related to the complimentary mislabeled product (external box labeled igw0012-15, serial number (B)(4), lot 10l25/internal blister labeled igw0026-15, serial number (B)(4), lot 11a20/product corresponding to a igw0026-15 graft). This product was shipped to the same distributor in (B)(4) and was segregated at the distributor warehouse. It was also requested to the distributor to perform a complete check of their product stock to confirm that there is no other product inversion, i.e. That the inside and outside labels bear the same information.